Event description:
It was reported that the patient received inappropriate shocks due to a feature of the device related to therapy timing when atp (anti-tachycardia pacing) therapy is provided. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.